Manufacturer narrative:
The g4 pump unser guide states: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate by one day and the customer did not know why. Tandem technical support reviewed pump data and identified that pump time was manually changed by the user causing the date to change. There was no reported adverse impact.